Manufacturer narrative:
The end customer has confirmed that improper use has led to the leaking issue. Zyno medical is waiting for the arrival of the device to perform further investigation.

Event description:
An IV clinical pharmacist at the user facility reported an leaking issue with the administration set tpn filter to zyno medical on (B)(6) 2018: "we have 1 more defective tpn filter tubing. I will send it to you as soon as we get it from nursing facility." The reporter also attached a video "that nurse recorded at the facility while administering tpn to a patient" and indicated that "you can see where the leakage is happening." The distributor for this user facility provided additional information to zyno medical on 02/19/2018 that "fyi. It turns out they are infusing lipids thru a .2 micron filter, not a 1.2 micron filter. This is an example of where the account was in clear error." The clinical director at zyno medical discovered this issue on the video as the leakage looked like lipids, and it was confirmed by the response of the user facility. This information has been relayed to the lead clinician at the user facility. The IV clinical pharmacist at the user facility reported to zyno medical on 02/20/2018 that a sample would be sent to zyno medical: "we will be sending out an used/defective tpn 1.2micron filter tubing. Lot#:16095981 exp: 09/2019". No patient injury or harm was reported. No specific event date or patient information was available.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2018-00031).

Manufacturer narrative:
As stated in the initial MDR, the end customer has confirmed that improper use has led to the leaking issue. A quality alert was sent to becton dickinson on 05/09/2018. The affected administration set was received by the contract manufacturer becton dickinson on 05/09/2018. Becton dickinson did a preliminary investigation of the affected administration set and identified the leak at the filter. Becton dickinson deemed that the root cause was supplier related. The supplier was contacted by becton dickinson for a formal evaluation on 06/05/2018. Zyno medical receives the final evaluation report from becton dickinson on (B)(4) 2018. This evaluation concluded that it was difficult to pinpoint what could produce the condition since the involved filters were manufactured back in 2016 and due to the machines have been running different products and have changed over multiple times to accommodate these products. The root cause was deemed as unknown by the contract manufacturer. The leak testing is being performed at becton dickinson incoming inspection area to the filters received from the supplier in order to identify potential leak issues.